Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 30 seconds each. However, at second inflation, it was noted that the balloon ruptured vertically. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 30 seconds each. However, at second inflation, it was noted that the balloon ruptured vertically. The procedure was completed with a different device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body.

Manufacturer narrative:
B5: describe event or problem.